Event description:
User facility mandatory medwatch received that stated, "walked into room, adriamycin leaking on bed sheet, 3 drops and some on the tape of connection site. Infusion stopped. Drug did not get on patient or his clothes." Upon further query the following information was provided that indicated a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified concentration of adriamycin, at an unspecified rate, via a gemstar pump. It was reported that at an unspecified time after the delivery was started, an unspecified volume of solution leaked from an unspecified location on the tubing set onto the patient's bed sheets and on the tape of the connection site. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
(B)(4). Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.